Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as the event diagnosis, the patient was hospitalized and treated with vancomycin injection (125mg, 72 hourly, intraperitoneal, discontinued after fourteen (14) days) and ceftazidime injection (625mg, once daily, intraperitoneal, discontinued after fourteen (14) days) for peritonitis. Six days after the event diagnosis, the patient recovered from the event and was discharged from the hospital. Pd therapy is ongoing. No additional information is available.